Event description:
It was reported that when the smiths medical cassette was attached to a smiths medical pump, the pump alarmed "no disposable" at the end of infusion. No further information available.